Manufacturer narrative:
On (B)(6) 2023 the link sales representative was informed. He only sent the complaint by post to the returned goods department. We received the information about the receipt of complaint samples (instruments) via the returned goods department. The date of receipt in the returned goods was (B)(6) 2023. This information was not directly recognised as a new complaint. This delayed the assessment as a reportable incident, which took place on (B)(6) 2023. The sales representative was sensitised accordingly.

Event description:
Hip stem could not be placed into final position.

Manufacturer narrative:
On 23 may 2023 the link sales representative was informed. He only sent the complaint by post to the returned goods department. We received the information about the receipt of complaint samples (instruments) via the returned goods department. The date of receipt in the returned goods was 16 june 2023. This information was not directly recognised as a new complaint. This delayed the assessment as a reportable incident, which took place on (B)(6) 2023. The sales representative was sensitised accordingly. The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Hip stem could not be placed into final position.